Event description:
The patient called and stated that the tracheostomy tube's cuff leaked after two hours. She replaced with a spare 4dct. She stated that she did not save the failed tracheostomy tube.